Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in the emergency room and get hospitalized due to the diabetes ketoacidosis on (B)(6) 2021. The customer was unsure of blood glucose when admitted to hospital and advice it was over 600 mg/dl and was treated with insulin drip through an intravenous 8.0u per hour. The customer reported that the automode was active at the time of high blood glucose. The insulin pump will not be return for the analysis.